Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: extension. (B)(4). Device analysis revealed the battery had reduced capacity due to an overdischarge.

Event description:
It was reported that the patient did not like his spinal cord stimulator (scs) and had it explanted. It was reported that the product was not replaced but would be in the future. It was noted that the patient had a pump and no longer received relief from his scs. Additional information received stated that the device had been working fine but not giving him good pain relief. It was noted that the patient had multiple scs reprogramming¿s since the device had been implanted. The patient had a pump that gave him better relief so he chose to explant the scs. Additional information received stated that the manufacturer¿s representative (rep) did not know when the patient first reported the lack of effect or who first saw the patient to perform reprogramming.